Event description:
During insertion of lag screw and tightening screw, the end of the screw inserter broke and remained in the screw head. About 1/4" piece left on screwhead. Unable to retrieve. C-arm used during procedure.